Event description:
It was reported that the implantable cardioverter defibrillator (ICD) initially detected an episode of ventricular tachycardia (vt) as supra ventricular tachycardia (svt) which resulted in delayed therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.